Event description:
--

Event description:
Boston scientific crm received information that during the implant procedure, the set screw would not extend down. The wrench was pulled out and the set screw came out and was stuck to the torque wrench. As a result, this device was not successfully implanted. A new device was successfully implanted.

Manufacturer narrative:
This device was not implanted. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. Visual inspection confirmed that the distal setscrew was missing and the seal plug was missing. Post-decontamination confirmed that all the seal plugs were normal, firm and intact. Visual inspection confirmed cross threading damage to the distal terminal block threads. The pacing and sensing functions of the device were verified per automated testing.

Manufacturer narrative:
--